Manufacturer narrative:
Additional narrative: UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. During the service evaluation the following defects were identified: functional : electrical short. Functional : motor - not functioning/defective. Functional : button failure. Per service reports, this complaint can be confirmed. The defective parts needs to be replaced to resolve the issues. As part of depuy mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. The faulty parts was identified as the root cause for the device failure during the service evaluation. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that the micro tornado hp w handcontrol device did not work anymore. During in-house engineering evaluation, it was determined that the device had an electrical short. There was no procedure nor patient involvement reported. No additional information was provided.